Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device will not be returned.

Event description:
According to the available information, though not verified, cylinder tubing break at the pump; reservoir tubing break near the reservoir. Device removed and replaced; reservoir was retained, but a new reservoir was implanted on the right side. Additional information received on 11/18/2020: device will not be returned. It was sent to pathology. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.